Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The user facility reported the following to medtronic retrospectively on (B)(4) 2017 for an incident that reportedly took place on (B)(6) 2017. The user facility was not able to associate any specific product to the incident. According to the reporter: occurred post-operatively, following a laparoscopic gastric bypass. There was a hemorrhage at the staple line. This lead to or extended patient hospitalization and caused temporary injury. There was blood loss of greater than 500cc. Patient status reported as alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: per additional information received to resolve the issue, iron was administered. The patient had 1 day of supplementary hospitalization.